Event description:
Customer reported that the buttons on the insulin pump are not responding. Customer does not recall the device being exposed to moisture. Blood glucose value is 121 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive express bolus, escape, and act buttons due to corroded keypad traces. The insulin pump had bleeding display glass, minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, a cracked case at the reservoir tube window corner and a stained end cap sticker.